Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the cuff and the pilot balloon seem to be transferring the air between each other. The pilot balloon doesn't retain any air, and ett cuff started to deflate while in patient. Customer went a different direction to complete the procedure." No patient injury or consequence reported, no medical intervention required. The patient's status is reported as "fine."